Event description:
Dexcom g7 blood glucose sensors fail at a rate of 60%. Failure mode is to severely understate the blood glucose reading compared to the actual level. Typical readings for a failed sensor are below 50 mg/dl during actual blood glucose of 350 mg/dl. Impact of understatement is that the connected insulin pump will restrict insulin thereby causing continued elevation of blood glucose in the patient. A complicating factor is that there is no indication to the patient that the sensor is failing and so the patient has no indication to intercede and manually dose insulin.